Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared since the buttons were not responding. He changed the battery but issue persists. Customer stated it seems like the down button is worn out. The customer did not recall any significant events leading to the alarm. Blood glucose value was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.